Event description:
Reporter indicated a vns therapy pt was a non-responder to vns therapy. The pt committed suicide. Good faith attempts to obtain add'l info have unsuccessful to date.

Manufacturer narrative:
Corrected data: date received by manufacturer; this information was inadvertently left off on mfg. Report #1.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event; this information was inadvertently left off on mfg. Report #0. Type of reportable event; this information was inadvertently left off on mfg. Report #0.